Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that charger enclosure was missing 24v output and required replacement. The system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site tried to power up the unit and saw that the x-ray system was not ready (red x status). After restart, the pendant displayed a black screen. There was no patient present at the time this issue was observed.